Event description:
The customer reported an error message and then a recoverable loss of functionality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.